Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08947. It was noted that a guidewire tip detachment occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified proximal left circumflex artery. A 1.5mm burr and a rotawire were used for treatment. During procedure, ablation was done several times with a duration of 15 seconds each ablation. The physician attempted to replace the rotawire with a non bsc wire; however, the rotawire was observed to be wavy. Subsequently, the distal tip of the rotawire was noted to have detached. Snaring was successfully done to remove the detached tip of the rotawire. The procedure was completed with a different device. There were no patient complications noted and the patient's condition was good.